Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the fs lite meter were reviewed and the dhrs showed the fs lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer obtained unspecified high glucose values when testing on the adc blood glucose meter. As a result, on (B)(6) 2022, the customer was provided unspecified IV fluids for treatment. No further information was reported and attempts to contact the customer thus-far have been unsuccessful. There was no report of death or permanent injury associated with this event.